Event description:
Nurse spiked the IV bag in the designated (white)port. Seal leaked around the spike. Nurse obtained another bag and IV administration set and spiked the new bag without incident.no adverse event. Nurse discarded bag and set in question. We believe but are not certain that bag was from lot # 80-277-jt.manufacturer response (as per reporter) for IV solution, lactated ringer's injection vis-IV:have not received call or e-mail from sales representative.

Event description:
Nurse spiked the IV bag in the designated (white)port. Seal leaked around the spike. Nurse obtained another bag and IV administration set and spiked the new bag without incident.no adverse event. Nurse discarded bag and set in question. We believe but are not certain that bag was from lot # 80-277-jt.manufacturer response (as per reporter) for IV solution, lactated ringer's injection vis-IV:have not received call or e-mail from sales representative.